Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, the patient stated the insertable cardiac monitor (icm) battery was depleted and requested removal. The physician is proceeding with removal as requested by the patient. No adverse patient effects were reported.